Manufacturer narrative:
The extracted lead is not expected to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted during a device replacement procedure. A lead failure was reported. A new lead of the same model was successfully implanted. No adverse patient effects were reported.